Event description:
Valve was explanted due to thrombus ("fibrotic blood clots"). Another sjm 27mm valve was then implanted. The pt experienced shortness of breath and palpitations. Echo revealed malfunction of the mitral valve. At explant tissue around the valve was grey in color.